Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted a cracked right plunger head case. Functional testing confirmed the complaint as there was battery communication timeout with constant alarming found at start up. The root cause was the interconnect board and battery were not operating as intended due to abnormal wear. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced interconnect board and battery, plunger assembly and tampered spring. The device was cleaned, calibrated, and preventative maintenance (pm) performed. The device passed all functional and delivery tests.

Event description:
It was reported that the pump needs a new battery unit keeps alarming. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.